Manufacturer narrative:
(B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported the user interface module (uim) membrane switch panel stopped functioning on this ventilator while in patient use. No reported patient harm was associated with this event. Our business partner verified the reported uim failure in the biomed department.

Manufacturer narrative:
Results of failure investigation: the carefusion failure analysis (fa) group received the suspect user interface module (uim) for investigation. The fa performed a physical/visual inspection and found missing external uim components. The fa group performed power cycle startup routine on the uim. The uim membrane buttons were checked, which found the increase oxygen(o2) button switch not functioning intermittently. The fa group was able to duplicate the reported event by the customer, which was isolated to the membrane switch panel. The root cause was due to material fatigue. This issue will be internally investigated within carefusion.